Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. While doing pre-procedure testing, the egv was 92 mg/dl while the bg was 56 mg/dl. He was reportedly asymptomatic at that time. He was treated with IV dextrose. 45 minutes after treatment, the patient recovered. The patient remained at the hospital for the scheduled procedure. The patient was fine during the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.